Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed damage to the first approximately 15 struts on the proximal side of the crimped stent. The struts were stretched and raised in a proximal direction. The first two rows were stretched over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-april-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 28mm in length target lesion was located in the moderately tortuous, severely calcified and 2.25mm in diameter left circumflex artery (lcx). A 2.25x28mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.